Manufacturer narrative:
The AED was returned to the distributor and they were unable to duplicate the reported problem. The electrode pads used in the rescue had previously been disposed of. The AED was then sent to the manufacturer, cardiac science corporation, for initial eval. No problems were found during the inspection and repair, but there was also no real good description from the customer on what happened or when, only the complaint description of "service required during rescue.. Pt died". The original pcba from the device was replaced per customer's request. Further info is being requested from the customer and, when available, a follow-up report will be submitted.

Event description:
Customer stated the AED voice prompt said "service required" during a rescue. The user could not deliver a shock and the pt died.